Event description:
It was reported to medtronic neurosurgery that during the surgery after the device was implanted, the doctor noticed that the valve was leaking.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.